Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.

Event description:
Related manufacturer report number: 2017865-2022-14957 it was reported that the patient presented for follow up in clinic. Device interrogation revealed that the pulse generator exhibited overestimated longevity. Patient will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
Correction: b5.